Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. Upon post-mortem interrogation, multiple anti-tachycardia pacing (atp) and hv therapies were delivered but did not affect the patient's ventricular fibrillation (vf). All therapies were exhausted while the patient remained in vf. The device behaved as programmed.